Event description:
The large volume infusion pump was used to administer a prbc transfusion to a patient on ECMO. The tubing was inverted by accident by the bedside rn, and the system actually sucked out the blood from the patient from the piv peripheral intravenous line and into the prbc bag itself without any warning or alarms. There are no safety check valves noted on the tubing to prevent this or anything that would fit into the machine where the tubing lies to only be able to place the tubing in one way/correctly.